Event description:
A gore viabahn endoprosthesis was placed for the treatment of outflow stenosis in dialysis patient. The device deployed approximately 5cm when expansion of the device stopped. As the line tension was increased, the line broke. The line was retrieved and the line broke again. Several unsuccessful attempts to complete the deployment were performed. Attempts to snare the device were also unsuccessful. The physician performed a cut down to remove the device and surgically repair the vessel. The patient was fine post procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.